Manufacturer narrative:
(B)(4). Investigation on-site has been performed by our field service engineer(fse). Troubleshooting revealed that the unit had leakage and, reseating all of the internal pneumatics was reported to be the corrective action. No parts were replaced. The ventilator logs were downloaded. Evaluation of the ventilator logs confirmed that pre-use checks tests were failing the internal leakage sub-test. A leakage will be detected during pre-use checks. During ventilation, a small leakage will not affect ventilation, but if the leakage is big it might lead to stop of ventilation. The root cause for why the leakage has occurred has not been determined from this investigation. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks. There was no patient involvement. (B)(4).